Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): calculations based on implant parameters indicate that the device had not met its 99.9% expected longevity. Analysis of the device found the incorrect real time telemetry (rrt) battery voltage measurements are the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported that the device was at elective replacement indication and the device battery had prematurely depleted. The device was explanted and replaced. No patient complications were reported as a result of this event.